Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 78-year-old female patient supported with an impella device experienced hemolysis. The patient's hemoglobin and hematocrit reportedly decreased, and laboratory findings were consistent with hemolysis. The impella performance level was reportedly reduced to p-5, and the patient received one unit of blood. A patient device interaction problem was reported. No additional clinical details were provided.

Manufacturer narrative:
A 78-year-old female with acute myocardial infarction complicated by cardiogenic shock required impella cp support via right axillary/subclavian graft. Baseline status included intra-aortic balloon pump, inotropes/vasopressors, mechanical ventilation, central venous pressure 13 mmhg, , lactate 1.0 mmol/l. Day 1 : no alarms or issues reported; intermittent placement-signal loss known, audio disabled. Continuous renal replacement therapy ongoing; heparin infusion suspended pending heparin-induced thrombocytopenia testing. Day 12 : actual complaint (hemolysis): hemoglobin/hematocrit dropped into the 40s and labs were hemolyzed; suspected hemolysis diagnosed. Performance level decreased to p-5 and 1 unit of blood transfused. Support continued with monitoring. Day 14 : impella cp successfully weaned and removed. Survived to explant. H6. Health effect - clinical code was updated.

Manufacturer narrative:
Correction: e4. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.